Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the lower leg. During advancement of the xpert stent, the stent partially deployed in the sheath. The partially deployed stent was able to be removed while inside the sheath. A second xpert stent was used successfully. There was no adverse patient effect and the patient is doing well post procedure. No additional information was provided.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in an unspecified vessel. During advancement of the xpert stent, the stent deployed in the sheath during insertion. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It is unknown at this time if the device will be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.